Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced prolonged hyperglycemia with a highest continuous glucose monitor (cgm) reading of 400 mg/dl for approximately four hours after running out of insulin during sleep, resulting in the ilet not delivering insulin. The patient transitioned to subcutaneous insulin via pen and glucose values began to decline. Symptoms included hyperglycemia. Outcomes included the need for unexpected medical intervention consisting of medication administration without hospitalization. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.